Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that was received a tissue pad loose, in a plastic bag. No functional test could be performed. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the tissue pad separated from the clamp arm. The procedure was completed without the instrument. There were no patient consequences reported.